Event description:
It was reported that the patient underwent partial right hip arthroplasty. Subsequently it was reported that the patient suffered dislocation.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.